Manufacturer narrative:
Citation: sajima et al. Perioperative changes in coagulation and platelet contribution to clot strength after transcatheter aortic valve implantation: a study using thromboelastography and conventional markers. Perfusion nov;39(8):1700-1707 2024. 10.1177/02676591231216658. Earliest date of publication used for date of event. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. Select patient information cannot be included in regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Literature was reviewed regarding perioperative changes in coagulation and platelet contribution to clot strength after transcatheter aortic valve implantation. The study population included 15 patients at a single center between february and april 2021. Multiple manufacturer¿s devices were implanted in the study population; seven patients were implanted with a medtronic evolut pro+ bioprosthetic valve. Among all patients, adverse events included: thrombosis with administration of antiplatelet or anticoagulant medication. No further information was provided pertaining to medtronic products.